Manufacturer narrative:
A product investigation is in progress.

Event description:
Fluff dropped out - tampon [device breakage]. Case narrative: consumer reported via e-mail that fluff dropped out when she was using the product. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Fluff dropped out - tampon [device breakage] case narrative: consumer reported via e-mail that fluff dropped out when she was using the product. No injury reported.